Event description:
Info received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician rebuilt the beds brake system by replacing the brake bearings, brake block, the top adapter and the break caster to repair the bed.